Event description:
The customer reported primary speaker failure, code 1102. This is being reported due to malfunction of the primary alarm. This can result in medical intervention. The customer reported there was no patient involvement.